Event description:
It was reported that when using the bd pyxis¿ anesthesia station es print failed to stop printing. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the print would not stop printing. A technical support specialist (tss) connected to the server environment and cleared all unverified barcode entries to restore normal system operation. The system functioned as intended after the technical support specialist troubleshot the device.